Event description:
The company representative saw the patient on (B)(6) 2012 at the ER. The therapy impedances were checked and were normal. No device malfunctions were seen. The patient was not seeing a neurologist and had stopped taking his parkinson's disease medications. The amplitude was increased 0.2 on both sides resulting in feeling/moving better. He went to the implanting neurosurgeon's office this week and some adjustments were made. He was referred to a neurologist. The device system seemed to be functioning normally. The patient has been seen by numerous doctors many times over several years. He was non-compliant and has been refused further service by local clinics. He uses the ER as means of getting treatment.

Event description:
The patient experienced a loss of therapeutic effect. He could barely walk or move at all. This started about two weeks ago. His device needed reprogramming. It was thought that his device system was not working properly. He had his device reprogrammed on (B)(6) 2012 and he fell on the floor later in the day. He could not stand up or walk. It was very hard to move. His device system was not working. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Extension model 748251, serial # (B)(4), implanted: (B)(6) 2006; extension model 748251, serial # (B)(4), implanted: (B)(6) 2006; programmer model 7438, serial # (B)(4); programmer model 7435, serial # (B)(4); lead model 3387s-40, lot # v013740, implanted: (B)(6) 2006; lead model 3387s-40, lot # v013740, implanted: (B)(6) 2006; ins model 7426, serial # (B)(4), implanted: (B)(6) 2011.

Event description:
Additional information received reported that the patient again asked for help with reprogramming. He had an appointment scheduled for (B)(6) with an hcp, but stated that he couldn't wait that long. The patient stated that he was "not right" and didn't know what to do. He was falling over and jerking, and it felt as if he had full blown parkinson's again. His body was jerking badly, he could hardly walk, he was unable to sleep and had been awake the past three nights, and it was getting worse.